Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown duracon universal baseplate. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Pt. Did not release.

Event description:
Pt. Had aseptic loosening of both the tibia and femur. It was a duracon ps knee put in 2005. Unfortunately, they were unable to obtain implant records. Doctor removed the duracon components and reimplanted with the triathlon ts.